Event description:
Hypotube broke 12 cm from the distal end when it was placed on the wire. It is not known whether the hypotube broke while it was being advanced or when it was put on the table or removed from the plastic packaging hoop. The stent delivery system remained in one piece. It was a rapid exchange (rx) system, so the part that fractured was distal to the rx port. The procedure was completed with a taxus stent. The product was not clinically used. There was no pt injury or complications. The product will be returned for eval.